Manufacturer narrative:
Block e1: initial reporter city: (B)(6) block h6: device code 1484 captures the reportable event of tip premature deployment. Block h10: visual inspection of the returned device found that the tip was attached to the basket when it was received. The working length was free of obvious kinks. The sidecar rx tunnel was found pushed back out of specification. During functional inspection, the handle was actuated, and the basket was able to extend/retract without any issues. Based on all available information, the investigation concluded that handling and manipulation of the device or the interaction with additional devices/tools such as the guidewire and scope could have led to a pushed-back sidecar rx tunnel. Based on the information available and the analysis performed, the damages presented on the device most likely have a root cause of adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. However, the tip was still attached to the basket when it was received. This indicates that the reported event of premature deployment did not occur. Therefore, the most probable root cause for the reported event cannot be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the tip of the device was damaged in use. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the tip of the device was damaged in use. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.